Event description:
According to the customer, the head broke off the screw while tightening it during a surgical procedure.

Manufacturer narrative:
According to the customer, the head broke off the screw while tightening it during a surgical procedure. The customer reported the screw was left in place despite the reported break, but another screw was removed to allow the surgeon to "pivot the plate and insert the remaining screws". The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.